Event description:
Physician was performing a ICD lead removal using the spectranetics clears (cardiac lead removal system) including the spectranetics cvx-300 excimer laser system with sls ii laser sheath and lld (lead locking device). A 10-yr old fractured ICD lead was being removed from the patient. During the procedure, a tear in the svc caused bleeding into the thoracic cavity and blood pressure loss. Surgical conversion was initiated. Tear in svc and in atrial/svc junction were confirmed. Patient expired during surgery. No device failure was noted. Device is unavailable for analysis. The case and outcome noted in MFR case no. 1721279-2007-00003 three days previous to this serious adverse event is noted by spectranetics as unusual in frequency (2 saes in 4 days), location (same hospital and physician) and severity (both cases resulting in death) versus our post-market safety surveillance database. Root cause investigation has been initiated and further information is expected in a few days.